Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 143 and 106 mg/dl. Customer stated he had first obtained the high result of 143 mg/dl, then tested again and obtained the 106 mg/dl. Customer was not using proper testing technique as he was using the same hand, same finger. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to improper storage, a back to back blood was not performed by the customer during the call on (B)(6) 2018. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date at time of call is a few weeks. The meter memory was reviewed for previous test result history: result 1:106mg/dl date: (B)(6) time:7:48am fasting. Result 2:143mg/dl date: (B)(6) time:7:44am fasting. Result 3:88mg/dl date: (B)(6) time:6:05pm fasting. Result 4:104mg/dl date: (B)(6) time:7:45am fasting. Result 5:85mg/dl date: (B)(6) time:4:56pm fasting.